Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customers indicated failure and the root cause is undetermined. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 pen needle autoshield duo 30gx5mm EU needle leaked. The following information was provided by the initial reporter: the customer has reported that when using the needles they fail regularly and the liquid pours on the floor so has to try several times before being able to inject the insulin required.